Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0zss0, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had an ultrasound done on (B)(6) 2015 that showed their bladder was fuller than it should be. The patient also had abdominal pain, including waking up in the middle of the night from it. The patient tried increasing stimulation on (B)(6) 2015, but it had been too much to where their foot was convulsing. When the patient left the hospital, it was at 1.1v and now it was at 1.3v. The patient changed to program 1. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.